Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) of recq0446 showed 14 other similar product complaint(s) from this lot number. The complaints for this lot number (recq0446) have been reported from two facilities in (B)(4).

Event description:
The catheter was leaked at the fixed wing and connection site after used about 3-7 days. It was stated this issue has occurred 7 times on the products with the same lot# during these days. No further event details available. This report addresses the fourth device.